Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a kinetix guidewire separated into two pieces with no original packaging or other devices. Visual inspection revealed the distal tip was detached/separated and the guidewire was fractured. The portion of the returned distal tip measured approximately 3.5cm. The ccr joint (coil wire/core wire/ribbon) was intact. Microscopic inspection revealed the corewire was fractured. There appears to be bending of the core wire in the area of the fracture. Analytical testing concluded that the core wire fracture was caused by ductile overload caused by torsional forces. The fracture surface appearance is suspected to be due to rubbing against the high torque sleeve (hts) or the mating portion of the fracture. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a tip detachment occurred. The mildly tortuous and mildly calcified denovo target lesion was located in the proximal right coronary artery (rca). A non bsc guide wire was advanced to the proximal rca lesion followed by a kinetix guide wire. While advancing the kinetix guide wire, the device went into a side branch and the tip of the guide wire became detached and was 'stuck' in the side branch. The physician was able to successfully snare the detached tip from the patient and the procedure was completed. No additional patient complications were reported and the patient current condition is fine.